Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test step during testing for positive flow verify. The device has been recalibrated. The device passed all testing. On previously submitted report, section "component code grid" was incorrect. It is updated in this follow-up report.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for low oxygen flow and positive flow verify. The device's inlet air path, air path foam, flow path and active exhalation control module were replaced to address the issue. The device has been recalibrated. The device passed all testing.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect. It should be - a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device has been recalibrated. The device passed all testing.